Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a sudden tingling sensation in left arm four days prior to this report and sudden shaking in their left hand the day prior to this report. The patient used their programmer to check the implant and saw an out-of-regulation (oor) message. The ins was reportedly on and functioning at the time of this report, but it was noted that output may be slightly lower than programmed. There were no falls or other trauma reported that could be related to the issues. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that troubleshooting was performed over the phone with the manufacturer on the line to help with the patient. The rep also reported that the cause of the issues were not identified. The rep reported that the patient would be coming to the healthcare provider (hcp) to have the system interrogated to further identify the issue. No further patient complications have been reported as a result of this event.